Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is 1 of 2 medwatch reports regarding this event. MFR report number: 3004209178-2016-48289.

Event description:
The customer's mother reported via phone call that the customer was getting a no delivery alarm when he is trying to bolus on the insulin pump. Customer was assisted in performing a 5.0 unit fixed prime. Customer stated that the insulin did not exit and the pump alarmed no delivery. Customer reported that the insulin does not exit with the plunger push. It was explained that the alarm was caused by a set or reservoir connection. Customer was not sure what his blood glucose was at the time but it was over 400 mg/dl. Customer had no ketones and has not treated for the high blood glucose.